Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. Programmer was returned to the MFR for repair. The y2 crystal had to be replaced.

Event description:
The pt was unable to adjust stimulation. Pt symptoms associated with the event included 'feeling different' and trembling. The hcp reported that the pt couldn't figure out how to use the pt programmer. The pt programmer was replaced. The pt outcome was reported as 'no injury'. It was also reported that the pt experienced a vibration over the left deep brain stimulator unit and neck tightness. Impedances were within normal limits on the left sided device. Interrogation of the right-sided deep brain stimulation system revealed impedances greater than 2000 ohms on all electrode combinations except case to 1, 2, and 3. The pt hadn't fallen or had other trauma. There was no change in his parkinson's symptoms. No changes were made to the deep brain stimulator programming. X-rays of the skull and chest both showed no evidence of fracture of the cervical or intracranial components of the deep brain stimulators.